Manufacturer narrative:
According to the information provided to the manufacturer, an autopsy was not performed and the pump will not be returning to thoratec. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the center suspected pump thrombus after echo was performed which demonstrated rvot flow/velocity was equal to lvot flow/velocity. The patient determined not to be a good re-operative candidate and tpa was given. Patient developed an intracranial bleed and expired a few days later.